Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06347. It was reported the patient has a 4 leads implanted for migraine. The front left occipital lead had impedance issues and was not providing effective stimulation. The physician decided to replace the lead. The patient is now receiving effective stimulation coverage. It is unknown which lead was replaced therefor we are reporting on both.